Event description:
It was reported the pt is experiencing pain and discomfort at his ipg site when he sits. The pt is also experiencing a burning sensation at his ipg pocket site. The physician noted some external bruises at the ipg site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.